Event description:
A report was received that the patient had redness and pus coming out at the ipg site. The physician believed that the infection was procedure related. The patient underwent an explant procedure due to infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead with platnalock technology - 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.